Manufacturer narrative:
Based on the logfile analysis, the reported ventilator failure could be confirmed. The entries indicate that on the event date, two error conditions were present causing the ventilator failure reported. On the one hand, an entry was found indicating that a combination of a fresh gas deficit with an improperly opening auxiliary air intake valve was present (entry m007). During downward movement of the piston, the device detected that a negative pressure has been built-up to a certain level which is an indication for a fresh gas deficit. Such fresh gas deficit can be caused by an unsuitable fresh gas setting and/ or leakages in the patient circuit. The log entries do not allow for a more detailed analysis regarding the exact root cause. The fabius is designed to open an auxiliary air intake valve on top of the ventilator to compensate the fresh gas deficit with ambient air. According to the log, the compensation did not happen as expected indicating that the movement of the auxiliary air intake valve was restricted. The negative pressure further increased and the fabius finally reacted as specified by temporarily stopping the piston movement and generating a ventilator failure alarm. In such case ventilation will resume automatically once the pressure is within the accepted range. On the other hand, it was found that the membrane vacuum pressure exceeded the maximum value for automatic ventilation (entry v045) during the case in question. The fabius has reacted to the detected situation as specified- automatic ventilation was stopped and a corresponding alarm was posted. In this case fresh gas delivery (incl. Agent) remains available and the patient can be ventilated using the manual breathing bag. During on-site checking in follow-up to the event, the service technician replaced the vacuum pump as potential root cause for the membrane vacuum pressure exceeding the maximum value. However, the pump was received for investigation and no deviations from specifications were found. It was concluded that most likely a faulty processor board was the root cause. It was further reported that the board was also replaced but was unfortunately not available for investigation. It can be further concluded that a sticking or delayed opening auxiliary air intake valve has caused the reported symptom related to the m007 entry. Based on experience, this is caused by insufficient reprocessing (in particular drying). Traces can hardly be determined afterwards as the humidity will likely evaporate quickly. Finally, it can be concluded that device has reacted as specified upon the detected deviations by posting corresponding alarm to inform the user about the situation. The replacement has already solved the problem, and the device was returned to use without further problems reported. The number of similar cases, related to the same root cause (sticking auxiliary air intake valve), is within the expected range of the respective risk assessment and thus accepted. Within the last three years, no similar cases have been reported where a faulty processor board was the root cause for the found entry v045 and thus, the case can be considered as a single event.

Event description:
It was reported that there was a vent fail during use. There was no patient injury reported. The device has no UDI as an UDI was not required at the time the device was manufactured.

Manufacturer narrative:
This follow-up no. 2 MDR was created as it was noticed upon creation of follow--up no. 1 that the imdrf dev. Problem code choice 1 was not created correctly. This was corrected in this follow-up report. The investigation results remain the same as per the following: based on the logfile analysis, the reported ventilator failure could be confirmed. The entries indicate that on the event date, two error conditions were present causing the ventilator failure reported. On the one hand, an entry was found indicating that a combination of a fresh gas deficit with an improperly opening auxiliary air intake valve was present (entry m007). During downward movement of the piston, the device detected that a negative pressure has been built-up to a certain level which is an indication for a fresh gas deficit. Such fresh gas deficit can be caused by an unsuitable fresh gas setting and/ or leakages in the patient circuit. The log entries do not allow for a more detailed analysis regarding the exact root cause. The fabius is designed to open an auxiliary air intake valve on top of the ventilator to compensate the fresh gas deficit with ambient air. According to the log, the compensation did not happen as expected indicating that the movement of the auxiliary air intake valve was restricted. The negative pressure further increased and the fabius finally reacted as specified by temporarily stopping the piston movement and generating a ventilator failure alarm. In such case ventilation will resume automatically once the pressure is within the accepted range. On the other hand, it was found that the membrane vacuum pressure exceeded the maximum value for automatic ventilation (entry v045) during the case in question. The fabius has reacted to the detected situation as specified- automatic ventilation was stopped and a corresponding alarm was posted. In this case fresh gas delivery (incl. Agent) remains available and the patient can be ventilated using the manual breathing bag. During on-site checking in follow-up to the event, the service technician replaced the vacuum pump as potential root cause for the membrane vacuum pressure exceeding the maximum value. However, the pump was received for investigation and no deviations from specifications were found. It was concluded that most likely a faulty processor board was the root cause. It was further reported that the board was also replaced but was unfortunately not available for investigation. It can be further concluded that a sticking or delayed opening auxiliary air intake valve has caused the reported symptom related to the m007 entry. Based on experience, this is caused by insufficient reprocessing (in particular drying). Traces can hardly be determined afterwards as the humidity will likely evaporate quickly. Finally, it can be concluded that device has reacted as specified upon the detected deviations by posting corresponding alarm to inform the user about the situation. The replacement has already solved the problem, and the device was returned to use without further problems reported. The number of similar cases, related to the same root cause (sticking auxiliary air intake valve), is within the expected range of the respective risk assessment and thus accepted. Within the last three years, no similar cases have been reported where a faulty processor board was the root cause for the found entry v045 and thus, the case can be considered as a single event.

Event description:
It was reported that there was a vent fail during use. There was no patient injury reported. The device has no UDI as an UDI was not required at the time the device was manufactured.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that there was a vent fail during use. There was no patient injury reported. The device has no UDI as an UDI was not required at the time the device was manufactured.